Manufacturer narrative:
If explanted, give date, corrected data: initial report inadvertently listed explant date as "(B)(6) 1917" instead of "(B) (6) 2017".

Event description:
Additional information was received regarding the timeline of the patient's infection. It was noted that at the patient's neck stitches and left anterior chest, a slight amount of redness was observed to the suture lines. The patient was provided with triple antibiotic ointment. At a later appointment, it was noted that the erythema was much better with the use of the bacterial ointment. The patient had fallen at home during a seizure and hit her shoulder. The neck and chest incision looked fine, but during examination of the patient's shoulder, a popping sensation was detected that could have represented a shoulder injury. The patient was referred for shoulder x-rays. A few months later, it was reported that several weeks ago, the patient had a bad seizure and fell and the neck incision partially opened. It was stated that over the last two weeks, the patient developed a small draining area on the medial aspect of the neck incision. There was a 1 cm granuloma that was cauterized with silver nitrate. It was stated that this was in close proximity to the lead and that the plan was to continue cauterizing the granuloma. The possible removal of the vns due to infection if it occurred was discussed with the patient. A few weeks later, the patient had a hypergranulated area at the medial aspect of the neck wound which was debrided with scissors. The wound was cauterized with silver nitrate. The patient underwent the previously reported surgery. It was noted that the soft tissue of the left neck had fibrosis, granulation tissue, and acute and chronic inflammation. The week following the surgery, the neck debridement wound appeared normal and the sutures were removed. The previously reported neck incision re-opening and lead extrusion then occurred. As previously reported, the patient underwent removal of the vns generator and lead. It was noted that upon entering the generator pocket, 5-8 ml of yellowish purulent material was observed and cultured. The lead was transected and a portion of it was removed with the generator. The wound was irrigated with peroxide and saline. The neck incision was re-opened and the lead was retracted to the bifurcation, transected at that point, and removed. The granulation tissue present was debrided and the wound irrigated with peroxide. Approximately a week after the explant surgery, the sutures were removed and the penrose drain was removed from the patient's chest, which was previously reported. However, the chest incision at which the penrose drain was located was found to be slightly open. This was closed with benzoin and suture strips. Less than a week later, it was noted that the neck incision and chest incision were completely healed. However, later that month, the patient fell due to a seizure and hit her neck. Subsequent to the fall, the patient developed a red area at the incision that had exposed granulation tissue. Debridement was performed. Several months later, it was reported that the neck incision had wound drainage and the patient had a cell phone picture of a white anchor tab that had worked itself out of the neck incision. When the patient presented to the office, the anchor was not present. The wound showed blood of granulation tissue approximately a centimeter in diameter. This was cauterized with silver nitrate and the patient was given a prescription for clindamycin. A week later, it was noted that the wound was almost completely healed with the exception of one small bud of granulation tissue, which was cauterized. Later in the year, it was reported that the neck and chest incision were all healed.

Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that the patient was having their vns system explanted due to an infection. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. Surgical notes were received. It was first noted that a small amount of granulation tissue was observed in the patient's neck incision. Antibiotics were prescribed. The patient underwent surgery in which the granulation tissues were excised and subcutaneous tissues debrided. A vns tie-down was removed and sent to pathology and cultures were obtained. The patient was closed. However, approximately a month later, a portion of the patient's neck incision opened and blood of granulation tissues was observed. It was noted that part of the vns lead was out of the skin. Antibiotics were prescribed once more. The patient then underwent full vns explantation surgery. It was noted several days after the surgery that the incision sites appeared to be normal and the penrose drain was removed from the patient's chest. No additional relevant information has been received to date.